Event description:
It was reported that the patient presented to the clinic with signs of infection and pocket erosion with the skin of the device pocket appearing red and experiencing discharge. The pacemaker was found to have eroded through the chest wall. The physician explanted the pacemaker, right ventricular (rv) and right atrial (ra) leads and replaced with leadless pacemaker. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.